Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer has been high and keytones on the insulin pump. The customer's blood glucose level was 490 mg/dl. The customer was better using the pen. The customer declined to call 24 hour help line. The customer is using the meter.